Manufacturer narrative:
It is indicated that the device will not be returned for evaluation therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively.